Event description:
The new m22 ipl hand piece was used properly when the device melted resulting in a fire hazard and a potential risk. Of burning the patient. The exam room filled with the smell of burning plastic.